Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # h91e69, expiration date: 05/2016, manufacturing date: 06/2011.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, air leaked from the valve of the device with a boo sound. These events occurred in about 30 minutes. Straight grasping forceps, abrasion forceps and ultrasonic shears were used through the trocar as usual. Air kept leaking while no instruments were being inserted. The abdominal air pressure was 9mmhg. The device was used as-is to complete the procedure.